Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient was charging the ins when they saw an informational power on reset (por) on the recharger. They also saw it on the programmer. No symptoms were reported. Patient services assisted the patient with clearing the por message, and the patient confirmed that after clearing it they were able to start charging the ins again; issue was resolved. No further complications were reported or anticipated.